Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that patient hospitalized on (B)(6) 2021 with vomiting and some return of symptoms (sx). When asked, caller doesn't think it's a baseline return of symptom. Return of symptom started 2-3 weeks ago. The rep was text so system can be checked. No further patient complications are anticipated or expected as a result of this event.